Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was giving high pulse rate readings of 200, however when they used different device the patient's pulse rate was 97. It was also reported the product gave low spo2 readings of 50's. Nevertheless, when tried with another unit the spo2 result was normal. There was no patient harm reported.